Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a change in her pain, which was getting worse and she thought it was because her implantable neurostimulator (ins) had moved. Her pain was felt when she was moving, but when holding still, sitting or lying down, it was okay. She was still able to use her patient programmer (pp) and implantable neurostimulator recharger (insr). She recharged every evening or every other morning. She still felt her normal stimulation that helped her pain. She explained she could raise her legs or bend her head and she would just tingle everywhere and that was the normal stimulation she had felt since implant in 2014, which was helping her pain. There was a fall. The patient had an appointment scheduled for (B)(6) 2016, not from falling to see the doctor. The patient took two tylenol in the morning and when she went to bed at night. It was hard to get out of bed and chairs, or when standing cooking. The pain began a couple months prior and was getting worse. The patient outcome was unknown. The indication for therapy was unknown.